Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late onset and rupture.

Event description:
Healthcare professional reported left side "rupture and periprosthetic fluid" diagnosed via MRI. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed one opening assessed as fold flaw opening. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease fold and non-penetrating nick were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture and periprosthetic fluid. The device has been explanted and replaced.